Event description:
Customer reports administering insulin based on result of 240 mg/dl obtained on the mobile system. Shortly after customer reported low blood glucose symptoms. Customer tested 120 mg/dl and 140 mg/dl on the mobile system (results obtained directly after one another). Customer then tested 53 mg/dl and 54 mg/dl on his compact plus system (results obtained directly after one another). Customer tested again on the mobile system with result of 145 mg/dl (obtained a few minutes after compact plus values). No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Customer did not indicate which mobile system the reported results were obtained on. (B)(4). Customer did not provide product information for the compact plus system.